Manufacturer narrative:
Event date updated ((B)(6) 2018). The investigator assessed the event as unlikely to be related to the index device, and possibly related to the antiplatelet medication. Only one stent was implanted in the lcx, not 2 as previously reported. A dissection occurred which was treated with the third resolute onyx des implanted in the 1st diagonal. The dissection was not caused by a mdt device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug-eluting stents were implanted; one in the lad and two in the lcx. Nine days post procedure, the patient suffered myocardial infarction in the target vessel (lad and lcx). The patient was hospitalized and medical intervention (percutaneous transluminal coronary angioplasty) was carried out. The investigator assessed event as not related to the study device or antiplatelet medication. Safety assessed the event as not related to the antiplatelet medication, possibly related to procedure and unlikely related to device. Patient recovered.

Manufacturer narrative:
Cec adjudicated the end point 'mi' as 'not an event'. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lot numbers received for resolute onyx drug-eluting stents implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mi was not treated with a pci. If information is provided in the future, a supplemental report will be issued.